Event description:
Medtronic received a report that the pipeline and phenom catheter encountered resistance. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm in the left prom with a max diameter of 18 mm. Landing zone: distal: 3.17 mm and proximal: 5.19 mm. It was noted the patient's vessel tortuosity was normal. The angiographic result post procedure was ok. It was reported that during the treatment of a giant aneurysm approximately 18mm in size, the physician completed the preparatory steps and advanced the phenom 27 (160 cm) to the mca m2 position, preparing to deploy the pipeline from the mca m1 to the siphon. The physician chose the 500-35 size. However, while attempting to advance the pipeline into the phenom 27, the physician noticed significant resistance, making it difficult to push through. Subsequent imaging revealed a noticeable kink and abnormal folding in the tip coil. Concerned that this issue might affect the release of the pipeline, the physician decided to withdraw and replace both the phenom 27 and the pipeline with a 500-30. The new devices were successfully deployed, and the procedure was completed safely, with the patient remaining stable. It was reported the pipeline was stuck (locked up) in the catheter or resistance occurred in the proximal section of the catheter. The catheter was flushed continuously with heparinized saline. The pipeline did not become stuck. There was no catheter or pushwire damage observed. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a fg-15160-0615-1s . Additional information received reported the location of the aneurysm was the posterior communicating artery.

Manufacturer narrative:
Product analysis: ¿as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within shipping box; and within a plastic bag. The pipeline flex shield was returned outside the phenom 27 catheter. ¿damage location details: the pushwire was found to be bent at ~30.0cm from proximal end. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The pipeline flex shield pushwire was found to be detached at hypotube proximal to wire weld and the remaining segments were not returned for analysis. Therefore, any contributing factors could not be assessed. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~96.4cm from proximal end. In addition, the catheter body was found to be flattened from ~3.2cm to ~10.5cm from distal end. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿testing/analysis: the total and usable lengths of catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. ¿ conclusion: based on the analysis findings, the pipeline flex shield and phenom 27 were confirmed to have resistance as the pipeline flex shield and phenom 27 catheter were found to be damaged. In addition, the pipeline flex pushwire was found to be detached at hypotube proximal to wire weld. From the damages seen on the braid (frying); pushwire (bending); and catheter body (kinking/ flattening); it is likely high force used during the delivery. It is possible these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the phenom 27 catheter against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.